Manufacturer narrative:
Zoll has not received the platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
During the shift check, the customer was unable to fully insert the autopulse li-ion battery into the battery bay of the autopulse platform (sn (B)(4) as the battery connector of the platform was deformed. No patient involvement.